Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the vela ventilator is not working on battery mode. The customer reported that the ventilator did not alarm when the malfunction occurred. There was no patient involvement associated with the reported issue.